Manufacturer narrative:
The tech found the bed exit tape switch was stretched and torn. The tech replaced the tape switch to repair the bed.

Event description:
Info received indicates the bed exit would arm and alarm, however there was a long delay before alarming (2-5 mins).